Event description:
This device could not be interrogated due to eos. Given the patients mental status, he is at risk for pocket infection and a need for pacing so a leadless pacemaker was implanted and this device left in place but out of service. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.